Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 25mm amplatzer pfo occluder was implanted. At the time of implant, it was observed that the pfo channel was close to the aorta and the patient had a wide sinus valsalva. On (B)(6) 2019, the patient presented with tamponade. On (B)(6) 2019, the patient was sent to surgery for an open heart procedure and erosion of the pfo device into the atrial wall was observed. The patient is reported to be stable.

Manufacturer narrative:
An event of tamponade and erosion of the device into the atrial wall was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 25mm amplatzer pfo occluder was implanted. At the time of implant, it was observed that the pfo channel was close to the aorta and the patient had a wide sinus valsalva. On (B)(6) 2019, the patient presented with tamponade. On (B)(6) 2019, the patient was sent to surgery for an open heart procedure and erosion of the pfo device into the atrial wall was observed. The patient is reported to be stable.

Event description:
On (B)(6) 2018, a 25mm amplatzer pfo occluder was selected for implant. Prior to implant a tee was performed. At the time of implant, it was observed that the pfo channel was close to the aorta and the patient had a wide sinus valsalva (lvot of 23mm, sinus valsalva 36mm on toe and 39mm on tte, st junction 30mm). The user reported that there was a slight malposition of the septum primum towards the aortic root towards the left atrium. The device was implanted and it was noted that the right disc was very close to the aorta with a perpendicular angle. On an unknown date following the procedure, the patient had an echo at a local hospital. On (B)(6) 2019, the patient presented with tamponade and a pericardial drainage was performed. The patient remained stable following the drainage and further operation was discussed. The patient was on noacs and the physician decided to wait to operate until 5 days after quitting noacs. On (B)(6) 2019, the patient was sent to surgery for an open heart procedure and erosion of the pfo device into the atrial wall was observed. The patient is reported to be stable.